Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant and the mount have detached from the retaining hex driver. The procedure has been completed with another implant and another tool.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One driver and one implant were returned for investigation.visual evaluation of the as returned product identified only minor signs of wear, and use. During a functional test with the returned driver (chr2.1), and an in-house eztetic implant, the driver engaged as intended. No apparent malfunction was noticed. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on tooth 35 (fdi) and was not used. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19 and instructions for use ¿ zimmer® instrument kit system, zimmer dental single patient drills, driva¿ drills, and tools -ifu8874 rev 5 - 08/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (chr2.1 & tsvb8) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'disengaged' post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (disengaged) or product (chr2.1). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction did not occur and the reported event was non-verifiable.